Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm415 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the patient¿s symptoms? Was dehiscence noted? Was any surgical intervention performed specially re-suturing? Explain. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Date the event occurred? Name of procedure initial procedure date? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a chest port procedure on an unknown date and suture was used. The doctor used a combination of 4-0 suture 2-0 polysorb suture to suture inner and outer layers of tissue for a chest port. The patient was discharged and returned an unknown number of days later with unknown issues with the chest port and the absorbable suture wasn¿t absorbing. It was not reported how the patient was treated. Additional information has been requested.